Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the quote expired since the customer did not accept the quote and asked third party to repair it. Therefore, philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a blue screen, which could indicate startup issues. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.